Event description:
Customer reported issues with the insulin pump. Customer states that they get too much insulin due to scroll wrap. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed failed battery test during boot up due to severely corroded battery tube and battery cap contacts noted. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).